Manufacturer narrative:
The reported complaint of the catheter leak was not confirmed during visual and functional testing of the returned solex 7 catheter (lot #195745). No issues or discrepancies were found. No leak or malfunction was observed during testing, and the catheter functioned as intended. During the functional pressure leak test, all infusion ports and lumens were flushed without resistance and functioned as intended. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the serpentine balloon was fully inflated when pressurized up to 100 psi. No leaks or issues were found. The serpentine balloon did not leak during testing. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The serpentine balloon was properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning normally. No problem was found, and the catheter functioned as intended. Based on available information, the event was assessed as not serious because it does not meet the criteria for seriousness. The event of "swelling subcutaneous tissue" was causally related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. It is possible that the catheter was inserted not far enough. Swelling subcutaneous tissue around catheter insertion site is an anticipated event and could potentially occur with the usage of any catheter. The event of "swelling subcutaneous tissue" was causally related to the device and procedure.

Event description:
On (B)(6) 2024, hypothermia treatment was initiated using the ivtm system with a solex 7 catheter (lot#: 195745) inserted into the patient's right subclavian vein. On the afternoon on (B)(6), a leak was observed at the catheter's entry point to the skin, accompanied by subcutaneous swelling. The physician discontinued the targeted temperature management (ttm) procedure and removed the catheter.